Event description:
It was reported that during a procedure performed on (B)(6) 2014, the universal driver was skipping during insertion of the screw and subsequently the tip broke. The tip was easily removed from the head of the screw and the procedure was completed using another driver readily available in the set. No pt injury or delay to the procedure was reported.

Manufacturer narrative:
Engineering eval found evidence to indicate the root cause is attributed to improper seating of the driver in the screw. Review of mfg history found a total of (B)(4) pieces of this lot released for distribution in may and september 2014 with no deviation or anomalies. A two-year complaint history review did not reveal any previous reports of tip fracture for this lot. A trend of tip fracture for this part number was not identified.